Event description:
It was reported the device overheated during a procedure at the user facility. The user facility reported the procedure was completed successfully and no medical interventions, surgical delay, or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported the device overheated during a procedure at the user facility. The user facility reported the procedure was completed successfully and no medical interventions, surgical delay, or adverse consequences were reported.